Manufacturer narrative:
The device in question was returned for evaluation. We confirmed it had been reprocessed. The reported issue was confirmed. Additionally, we found that the black tissue pad located at the tip of device had also detached during use. We confirmed that all inspection processes were performed according to specification. The user facility did not notify our firm at the time of the incident, therefore few details surrounding the incident are known at this time. The user facility confirmed that the failure occurred during use, however, no medical intervention, no known patient consequences, and no procedural delay occurred as a result. Therefore, we are filing this medwatch report in an abundance of caution. If additional information regarding the incident becomes available, we will update this report.

Event description:
A user reported that shortly after beginning use of a reprocessed harmonic scalpel, the generator beeped and displayed an error message to "relax pressure". The device could not be used to complete the procedure.